Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. Evidence of the reported problem of "malfunctioning air in line sensor" was found through a review of the event history log by the presence of air in line alarms on the final days of customer use. I cannot be determined if the alarms were true or false. Evaluation found the ultrasonic sensor values out of specification and internal inspection found the ultrasonic sensor tail flex to be the failing component. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a malfunctioning air in line sensor. There was no patient involvement. No additional information is available